Event description:
On 12/3/93, pt was in chronic dialysiss treatment of 3 1/2", dialyzer CT 190, reuse # 3, 3kt bath, 15 ga fistula needles with predialysis v.s. 164/80-84-974. Bfr 450 with left arm gortex graft. Starting dialysis art pressure 175, venous pressure 300. At 3" into the run pt experienced severe abd pain, cramps. Given 350 a ns bolus without relief. Art pressure-190 vr pressure 210. Pt taken off early, transported and admitted to hosp. Ending bp 220/110. Discharged 12/6/93, symptoms abated. Lab work indicates hemolytic reaction. Ran as out pt on 12/6/93 for 3 1/2 degree dialyzer CT 190 first use, 3/c+, 15 ga needles pre dialysis vs 140/80-77-97+. Had uneventful run. 12-4, coombs-negative, haptoglobin 12/4/93. Smac x 3 days 12/4 sgot 66, 12/6 19, 12/4 557, 12 340.